Event description:
A surgeon reports that an intraocular lens (iol) appeared to have a linear mark across the lens and a defect near the haptic. The iol did not come in contact with the pt.

Manufacturer narrative:
The product was returned for analysis. The optic was scuffed near one optic/haptic junction against a post and was scratched on the posterior surface. The damage appeared to be indicative of lens case related damage. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/08/2008 and 09/29/2008 by mail. A completed questionnarie has not been returned.